Event description:
The patient reported that three days ago she woke up and there was no power to her pump. She changed her battery and her pump began working fine. She changed her battery and the pump then functioned properly. Prior to her pump powering off she said she received no low battery or replace battery warning. The battery cap was intact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(6) 2012 with the following findings: review of the black box and download history revealed evidence of power on resets on (B)(6) 2012. On examination, the battery cap returned with the pump was free of physical damage, as was the pump's battery compartment. On testing, the pump powered on normally. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation and did not reveal any evidence of moisture or defect of the pump's interior. Investigation was not able to duplicate the complaint.